Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to physician could not get the whisper wire out of the lead by pulling the wire from the terminal pin side. The lead ended up getting knocked off the scrub table onto the floor by accident but it was found that the wire had a little bump or burr on it preventing getting pulled back through the lead. The lead was never in service. No adverse patient effects were reported.